Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 120 mg/dl. The customer stated that the keys scroll endlessly. The customer stated she went swimming but the device did not go in water. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly or moisture damage to the electronic or motor assemblies was noted. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.